Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a draining procedure in a patient (patient age, sex, and weight are unknown). Upon unpacking the device, it was noted the stent prematurely deployed in the package. There was no damage to the device packaging; the package sterile barrier was not compromised. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was separated/detached from the delivery system. The suture was intact (unbroken) at the distal end of the push catheter. The guide catheter was inside the delivery system in an un-retracted state. The working length of the push catheter was kinked near the proximal end and the suture hole was torn. The guide catheter tip was jagged/split. During the evaluation, the guide catheter was removed from the delivery system for examination. As the guide catheter was removed, resistance was observed which caused the guide catheter to stretch near the proximal end. The distal end of the guide catheter was kinked/bent (suture impression). There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a draining procedure in a patient (patient age, sex, and weight are unknown). Upon unpacking the device, it was noted the stent prematurely deployed in the package. There was no damage to the device packaging; the package sterile barrier was not compromised. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure.